Manufacturer narrative:
Unit alarm a system sensor during basic occlusion test due to loose and protruded drive support disk. The motor was tested outside of the device and passed. Unable to perform rewind, basic occlusion, occlusion, prime, system sensor and excessive no delivery test due to loose and protruded drive support disk. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for error and pump was able to complete the rewind sequence but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.